Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl 200 instrument. Quality controls (qcs) recovered within acceptable ranges before and after the sample was initially run. Siemens determined that the customer did not centrifuge samples at the time and speed recommended by the tube manufacturer's guidelines. Siemens also determined that the customer did not follow the manufacturer's guidelines regarding integrated multisensor (imt) sensor replacement; the customer ran the sample using an expired sensor. After repeating the sample, the customer replaced the imt sensor and performed a dilcheck. Then, the customer ran qcs, which recovered within acceptable ranges. Siemens further investigated the issue and determined that there was no indication of an instrument malfunction. Sample handling and/or sample integrity issues potentially contributed to the discordant, falsely low na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated, in triplicate, on the same instrument and the repeat results recovered higher than the discordant result. The repeat result of 148.28 mmol/l was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.